Manufacturer narrative:
H.6. Investigation summary: customer returned (19) used 32g x 4mm bd pen needles from lot 8354699. Consumer reported: no insulin flow when priming. All 19 returned samples were examined, and it was observed that nine pen needles had broken non-patient end (npe) cannulas, and ten pen needles had bent npe cannulas, however, no evidence of manufacturing defects was observed (see attached photos). Since all 19 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula) h3 other text : see h.10

Event description:
It was reported that 20 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no. 320122. Batch no. 8354699. Verbatim: incident date: unknown, consumer reported: no insulin flow when priming. Stated 20 pen needles affected, always primes before injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability/difficulty to prime during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8354699. Verbatim: incident date: unknown, consumer reported: no insulin flow when priming. Stated 20 pen needles affected. Always primes before injection.